Manufacturer narrative:
H10: of the three devices, 3 lot numbers were provided, and the lot history reviews were performed. Of the 3 malfunctions, none of the devices were returned for evaluation. Medical records were provided and reviewed for all 3 malfunctions. For two malfunctions, the investigation is confirmed for filter migration. For remaining one malfunction, the investigation is inconclusive for the filter migration. A definitive root cause for the reported event could not be determined. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf400j vena cava filter allegedly experienced migration of device or device component. These reports were received from various sources. All three malfunctions involved patients with no consequence. The devices were used in 3 female patients, two patients ages ranged from 23 to 60 years and one patient was 197 lbs. All other patient details were not provided.

Manufacturer narrative:
Of the three devices, 3 lot numbers were provided, and the lot history reviews were performed. Of the 3 malfunctions, none of the devices were returned for evaluation. Medical records were provided and reviewed for all 3 malfunctions. Migration or expulsion of device was confirmed for 2 devices; inconclusive for 1 device. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf400j vena cava filter allegedly experienced migration of device or device component. These reports were received from various sources. All three malfunctions involved patients with no consequence. The devices were used in 3 female patients, one patient being (B)(6) of age. Age and weight were not provided for the other patients.